Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4),

Event description:
It was reported that during the procedure, part of the loop detached from one end of the stem. Suspended the procedure and terminated with other products. No harm to patient, user or third parties reported.